Event description:
Info received indicates the ump was overdelivering.

Manufacturer narrative:
A review of the DHR was performed. No nonconformances were issued during the manufacture of this pump. This MDR is being submitted as part of a retrospective review for reportability.